Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that a belt was not used and that any clothing/sheet put between did not remove the sensation but made the recharge longer. When asked what steps were taken to resolve the issue they stated that the issue was never resolved. With skin contact was the only way to recharge. They noted again that when adding clothing or a sheet the recharging was slowed to over 1-2 hours. They noted that this had been resolved and the system was replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the therapy is working great but the pt is getting an intense shocking when charging. The caller notes that, to her understanding, the shocking occurs when the pt first starts charge/puts wr on her the ins. The caller states there were no error messages to note and the caller is unsure when the issue started. The caller states at first it was management for the pt but has got worse and the doctor is considering replacing the ins or ins/lead to resolve the issue. Agent reviewed that replacement of the ins ins/lead may not resolve the issue. Agent reviewed using the belt, using a thin barrier, turning down charging speed. Agent also reviewed replacing the pt's current wr with the wr9220a if the pt doesn't already have this newer version of the wr. 2025-jul-15 additional information was received from the patient. They reported that the sensation was felt only during a recharge session. A layer of clothing was used before with a sheet with poor contact. Using a layer of clothing did not resolve the stimulation. A belt was used before with poor contact with implanted batter, also was intermittent. The use of the belt did not resolve the sensation. They have tried to use the belt but it would not have good contact with the device. They have used a sheet between skin and recharger paddle with remaining sensation. Patient clarified the sensation was only at the beginning of charge when pressed to get a contact and communication with the implanted battery. Sensation was sharp electrical feeling that was worse with lower battery levels. It lasted only a few seconds. Patient also noted that their recharging was taking longer and longer. It got to be over an hour for a 50% recharge level. It was reported that the issue was resolved. The patient had the previous system removed and implanted a new non-rechargeable system. 2025-jul-15 patlr (con): additional information was received from the patient. They reported that the sensation was felt only during a recharge session. A layer of clothing was used before with a sheet with poor contact. Using a layer of clothing did not resolve the stimulation. A belt was used before with poor contact with implanted batter, also was intermittent. The use of the belt did not resolve the sensation. They have tried to use the belt but it would not have good contact with the device. They have used a sheet between skin and recharger paddle with remaining sensation. Patient clarified the sensation was only at the beginning of charge when pressed to get a contact and communication with the implanted battery. Sensation was sharp electrical feeling that was worse with lower battery levels. It lasted only a few seconds. Patient also noted that their recharging was taking longer and longer. It got to be over an hour for a 50% recharge level. It was reported that the issue was resolved. The patient had the previous system removed and implanted a new non-rechargeable system.